Manufacturer narrative:
Initial.

Event description:
It was reported that during a routine supply change, the caregiver was unable to attach the connector piece to the ilet infusion set and observed that the connector needle was bent. The caregiver replaced the connector piece and successfully locked the new component, after which insulin delivery was resumed. Symptoms included no reported adverse clinical effects. Outcomes included no interruption of therapy beyond the brief supply change and no medical intervention or hospitalization. Investigation included troubleshooting and user education conducted by customer support. Investigation of this case revealed a bent connector needle on the connector piece, consistent with a connection/attachment failure of the infusion set connector component; replacement resolved the issue. It was concluded, based on previously established findings for similar reports, that the cause was user handling¿related damage to the connector needle.